Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample / underinfusion. The device was not available. Only the history data was sent for investigation. 2. Results: 2.1 the device history files were analyzed. The device history files from (B)(6) 2024 were investigated. A space line was inserted and the infusion started with a rate of 23ml/h and a volume of 120ml at 11:19am. The rate was change to 25ml/h at 03:54pm. At 03:56 the infusion was stopped and the line was extracted. At this time, 106,13ml was infused. 3. Judgment: 3.1 the complaint could not be confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As described by the complaint description: reason of complaint: started magnesium therapy at 1120 hrs and expected to end around 1620 hrs. Rate was set at 23 ml/hr. However, at 1600 hrs, user noted that bag still has fluid left. Physical volume in bag is 100 ml but user accounted priming volume hence vtbi was set at 120 ml with the intention to finish all the fluid. Upon discovery, therapy was stopped and drug was ran on another pump to complete the therapy. Therapy ended on another pump with volume infused of 21 ml.